Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would intermittently not detect paddles lead ECG when the therapy cable, which was connected to the therapy connector assembly, was wiggled. This issue could hinder the device's ability to determine if therapy is necessary if it were to occur during patient use. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the biomedical engineer with technical assistance. It was later confirmed by the biomedical engineer that he replaced the therapy connector assembly which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.